Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a damaged cassette drain line was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was animal damage. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center regarding finding a hole in their transfer set line, which occurred on the homechoice during use during dwell 4 of 6. The patient was connected. The patient wanted to know if they should do a manual flush to the transfer set. The baxter technical service representative advised the patient to contact their registered nurse (rn) regarding therapy questions. The patient would contact their rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(6) 2011 regarding the report of a hole in the patient's transfer set. The rn stated they were aware of the event and clarified that the hole was in the drain line, not the transfer set, and that it was caused by the patient's cat biting through the line. The rn stated there was no patient injury or medical intervention and the patient was continuing therapy on the cycler successfully. No further information was provided.